Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: there was one unexplained pump reboot in the black box history. The battery compartment was cracked. There was no physical damage observed to the returned battery cap and it was able to be fully attached to the pump without the yellow o-ring showing. The battery cap measured within normal limits. The pump was exercised for 24 hours and there was no power loss during that time. There was no intermittent power issues duplicated with the pump or returned battery cap. The pump booted to the verify screen and had auditory and vibration features. There was no evidence of internal moisture or damage when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.